Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard drive was reformatted, and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system stopped performing fluoroscopy. No pt injury was reported.